Event description:
User experienced erratic results on ast and hdl. Data provided as follows: patient 1 initial ast result 625 u/l, repeat 13 u/l. Patient 2 initial ast result 573 u/l, repeat 31 u/l. Patient 3 initial hdl result 150 mg/dl, repeat 49 mg/dl. The initial results were reported. Pts not adversely affected. The field service rep determined there was a problem with the rinse mechanism. The instrument was repaired. The user reports no further occurrences.